Manufacturer narrative:
Lead migration appears to be directly related to the patient's activity level during the recovery process and is also a known risk of implantable neuromodulation systems. During the revision procedure the lead components were replaced with tined leads in order to further mitigate potential for future migration for this patient.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022. After implant the patient continued with high activity levels during the recovery and healing process and subsequently reported loss of pain relief. Xray imaging determined that the implanted leads had migrated away from the target area for pain relief. Surgical revision was performed on (B)(6) 2022 in which the implanted leads were replaced and repositioned to the target area for pain therapy.